Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the thrombocytopenia issues has been completed. The device was not returned for investigation. As per clinical, patient started to bleed while introducer was in place with no pre-dilation prior to sheath delivery being followed. The cause of the access site bleeding issue was most likely use related due to no serial pre-dilation done prior to introducer insertion per clinical. The cause of the thrombocytopenia issue was most likely patient condition related and unknown relation to impella per clinical review.

Manufacturer narrative:
Additional information was received via abiomed's long-term outcome and quality indicator (loqi) registry indicating the patient had endured thrombocytopenia and required platelet transfusion. Purge solution was also switched to sodium bicarbonate. The allegation is stated to have a probable relationship with the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 79-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding and a hematoma at the impella access site. Patient was given blood products. The patient remained on support for three days and was successfully weaned.